Manufacturer narrative:
Date rec'd by MFR: 13feb2019. Philips field service engineer (fse) confirmed touchscreen was found to be defective, and needs to be replaced. Fse replaced the touchscreen to resolve this issue. Unit passes performance verification tests after repair was complete. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 12feb2019. (B)(4). Reporter phone number unknown. A follow-up report will be submitted once the investigation is completed.

Event description:
The customer reported a touchscreen problem. There was no patient or user harm reported. The event date was not specified; estimate used.